Event description:
It was reported that the physician had two or three pump patients that had overinfusion issues with the pump. Additional information had been requested.

Manufacturer narrative:
(B)(4).